Event description:
No additional information.

Manufacturer narrative:
Review of record indicates that patient coding update is required. Customer did not respond to query requesting patient outcome information.

Manufacturer narrative:
A device history record review was completed for provided material number 300928 and lot number 2311188. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Although a sample was noted as being shipped for evaluation, unfortunately, a sample has not been located at the investigative site for evaluation. If the sample is found, additional conclusions may be possible. Twenty (20) retained samples were obtained from the manufacturing facility for review. The retained samples were examined; however, no signs of defect were identified. An exact cause for the broken tip could not be determined at this time. The material used to manufacture the discardit syringes is selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any defects identified. It is possible that this incident resulted from a blockage in the barrel feeding process. The tip of the syringe was damaged and went undetected, resulting in breakage during use. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd discardit syringe s2 tip broke. The following information was provided by the initial reporter, translated from german to english: during use water is leaking from the cone and the cone has broken off.

Manufacturer narrative:
H.3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.